Event description:
It was reported that this right atrial (ra) lead is fractured. The patient is experiencing pectoral stimulation and is having 10 second pauses which results in syncope. A temporary wire is being used and a new boston scientific lead will be implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).